Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis. Multiple insulation abrasions were observed on the lead at 15 cm, 19 cm and 56.5 cm from the connector end. There was rv metal cable exposure at the 15 cm location. The location of the 15 cm and 19 cm abrasions are consistent with that of friction to the can. The exposed metal rv cable at 15 cm could have resulted in a short to the can. Lead exhibited normal electrical characteristics.